Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported that he experienced hyperglycemia while using the infusion sets. He used this type of infusion set for 1.5 months. One infusion cannula bent as it was inserted into his skin. The insertion "felt different," and he removed the headset and noticed the cannula was bent. Another headset was inserted using the insertion device. His blood glucose increased to 500 mg/dl the next day. Pt delivered an insulin injection to lower blood glucose, and he inspected the infusion site and noticed insulin was leaking underneath the adhesive. When the headset was removed, the cannula was "straight and fine." Target blood glucose is 105 mg/dl. Pt also experienced insulin leakage with another infusion set, and when the headset was removed, the cannula was bent. Product was replaced. No product was available to return for evaluation. The pt did not require treatment for a health care professional or second party to address the issue.